Event description:
Philips received a complaint on the patient information center ix indicating that the alarm priority may have contributed to the patient's death. The coroner investigated the patient's death, indicating the blue technical alarm for no data tele should be a yellow alarm like the ECG leads off technical alarm.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The customer advised that this event happened in june 2025, so the audit logs and relevant data is not available to analyze. Based on the results of the analysis, the product was confirmed to be operating per specifications, and there is no malfunction of the device. "No data tele" is not an available option as a red or yellow alarm. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).